Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia after starting a replacement ilet and observed minimal correction dosing and no high-glucose alerts, with intermittent dexcom g7 connectivity noted on the ilet. Symptoms included feeling unwell consistent with elevated glucose. Outcomes included self-management with backup therapy consisting of 10 units of rapid-acting insulin and 10 units of long-acting insulin, without ketone testing or medical intervention. Investigation included user coaching, review of device use history, device restart, and assessment of the infusion set and cannula condition. Investigation of this case revealed no evidence of a bent cannula and no confirmed device malfunction, with cause of hyperglycemia remaining undetermined. It was concluded that hyperglycemia occurred with cause unclear, and user received troubleshooting and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.